Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery and frozen display. The customer¿s blood glucose was unknown. Customer stated that the insulin pump just keeps beeping and she cannot clear the alarm. Customer reported the screen was not completely blank and alarm occurred during the time that the buttons were not responding. Troubleshooting steps were provided for critical pump error. The insulin pump will not be returned for analysis.